Event description:
It was reported that multiple no delivery alarms were found in the customer's insulin pump history, during troubleshooting for high blood glucose. The customer's blood glucose was not known. The customer stated he had not seen the no delivery alarm since the (B)(6). There were no other significant findings during troubleshooting. No leaks or air bubbles were found in tubing, insulin exited during priming, and the insulin pump alarmed no delivery when the tubing was clamped off during the high pressure test. The customer could not remove the infusion set to examine the cannula. She was advised to change the entire set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.